Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 reporter name was shortened due to character limitations. The complete name is (B)(6).

Event description:
It was reported while working on an unrelated issue by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) suddenly powered off, and the device did not turn on. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. It was reported that cardiosave intra-aortic balloon pump (iabp) while working on the device during operation, the device suddenly powered off, due to blood entering into the cardiosave iabp. A getinge field service engineer (fse) evaluated the device and confirmed that the fill manifold and pim has to be replaced. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. Patient involved and stable.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported during patient use, the cardiosave intra-aortic balloon pump (iabp) suddenly powered off due to blood entering into the iabp, and the device did not turn on. There was no patient harm.

Event description:
N/a.